Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) the message, "ap optical sensing module failure" was present on the screen since the iab was placed. The rn described the patient was very sick with irregular ECG and multiple pvcs. There was no other iabp to switch to. The getinge service territory manager (stm) walked the rn through steps to unplug the fo cable from the pump, and utilize the existing transducer and pressure cable to obtain an arterial line tracing. This worked and she had no further questions. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) the message, "ap optical sensing module failure" was present on the screen since the iab was placed. The rn described the patient was very sick with irregular ECG and multiple pvcs. There was no other iabp to switch to. The getinge service territory manager (stm) walked the rn through steps to unplug the fo cable from the pump, and utilize the existing transducer and pressure cable to obtain an arterial line tracing. This worked and she had no further questions. There was no harm or injury to patient and no adverse event was reported.